Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call stated that the insulin pump had a display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the inserted a new batteries alarms and had high blood glucose level. The customer stated that the display was flashing. Troubleshoot was performed. The customer stated that the display did not return after pump restart. The customer was advised to monitor pump and call when ready to program meter and troubleshoot further. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6)lbs.